Manufacturer narrative:
The investigation of delivery issues and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Delivery issue: the root cause of access site bleeding is determined to be patient condition because the catheter was kinked during insertion. Patient was having a vessel condition and the catheter was kinked during the insertion through the vessels. Product damage(catheter kink): the root cause of catheter kink was determined to be patient condition because of the patient's severe vascular disease and catheter was kinked during insertion. Second pump was used and placed successfully. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures 1220648-2025-30507. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30507.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon inserting the impella cp, the catheter kinked due to the patient having severe vascular disease. The impella placement was aborted.